Event description:
It was reported that the customer's insulin pump alarmed button error. The significant events leading up to the alarm were reported to be pressing a button over 3 seconds, and moisture. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. There was no moisture damage found inside the pump. The insulin pump was received with cracked case at display window corners, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).due to privacy laws, customer information may not be available on international complaints.